Event description:
The customer's son reported via telephone call that they were having trouble opening the battery compartment. They were able to remove the cap and replace the battery but the insulin pump display was blank. The blood glucose reading was 350 mg/dl. The customer's son stated that he did not know why the blood glucose was so high and that she had not eaten. He stated that the insulin pump had not been dropped, bumped or exposed to moisture. He stated that the battery compartment was not damaged or missing and that the spring was not damaged or corroded. The customer's son was advised to insert a new battery and stated that the display did return. He declined to troubleshoot for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.